Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft breakage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous diagonal branch of the saphenous vein graft. The physician was attempting to implant a taxus liberte' 4.00x32mm, but after inserting the device inside the patient, he wanted to predilate the lesion. However, as the physician was pulling back the device the shaft broke into two pieces and the stent was extracted by snaring it out. The procedure was completed with another of the same device. Patient status after procedure is good.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Only the distal section of the delivery system was returned for analysis as a result of shaft hypotube break. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 52cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the device. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is unknown. As per the directions for use it states that the taxus liberte' delivery system is contra indicated for use in saphenous vein grafts.